Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to wear and the frequency of use/reprocessing. It was further noted that according to product specifications, the jaws insert is designed for 1 year of use or 50 reprocessing cycles. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer later confirmed the device was cleaned sixty-nine times with dr. Veigert neodisher mediclean forte and rinsed with dr. Veigert neodisher 2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus the white isolation at the distal tip of jaws insert "hicura", 5 x 330, johann, bipolar, turns fluffy and might cause debris. The malfunction was found during reprocessing. There was no patient harm or no user injury reported due to the event.